Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device did not duplicate the reported issue. The device operated to specifications during testing.

Event description:
The customer reported that the unit alarmed error code e41 while the device was on a patient. There was no patient harm reported.